Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Following av node ablation, communication could not be established with the crt; the device could not be rebooted. Forty-five minutes after, communication with the device was re-established. No further action was taken and the patient was stable.